Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. An attempted inquiry of the pump failed. The pump could not be programmed in this unresponsive state. An analysis of the pump's components confirmed an issue with the module. The module failed testing. The cause of the failures were found to be within the adc vcheck/rc (components and paths). Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that is unable to communicate with a programmer. Representative reported that when the clinician attempted to inquire the pump, no tone came from the programmer and the programmer read that the pump was not found. They reported that they made more attempts, but was unsuccessful. They also report that they additional used 3 other programmers to attempt to communicate with the pump, but they were unsuccessful. In regards to the environment, representative reported that the room this was occurring is the room where the clinician conducts all of their refills without complications. They additionally reported that they do not recall any issues being experienced at this patient's implant procedure. They report that this patient did not endure any falls or traumas. The patient reports that they have had not had any pain relief since having the pump. The patient reports that they do have a ptc but it was not configured yet. The patient's pump was later explanted.